Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smart pass disabled episode. Technical services (ts) was consulted, provided a review indicating that there was a slow rhythm with low amplitudes. Ts discussed possible reprogramming options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted, discussed that the inappropriate shock induced the patient into ventricular fibrillation (vf) with a second shock successfully converting, it was noted that the patient had a syncopal episode. Ts recommend reprogramming options such as increasing smart charge. This s-ICD system remains in service. No additional adverse patient effects were reported.